Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump was dropped after the tubing caught on a handle, resulting in a cracked display screen while the device remained usable and blood glucose remained stable. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no need to revert to backup therapy. Investigation included collection of user confirmation, photo documentation, and logistics for replacement and return. Investigation of this device revealed mechanical damage to the display assembly consistent with accidental impact, with no reported alarms or functional anomalies. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to device malfunction.